Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined that the drive wire was separated from the handle. The basket did not extend with handle manipulation. The device was returned with the basket retracted 0.7 cm inside of the catheter. During the visual evaluation it was noticed that there is clear liquid inside of the sheath and unknown reddish substance between the distal ends of the basket wires. There is a permanent bend on the distal 8 cm of the catheter. Resistance was felt with handle manipulation and there was a grinding sound from the handle. The handle was disassembled and the handle cannula came out the proximal end of the handle. The handle cannula is bent in a couple places. The portion of drive wire cable remaining attached to the handle cannula has nested (bunched up against the handle cannula). Solder is still on the handle cannula of the joint. For further evaluation of the drive wire cable and basket, the catheter was cut to pull/push the drive wire cable out of the sheath. No discrepancies were noted with the basket. The drive wire cable has nested (bunched up). The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use (IFU) states, "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." The IFU indicates, "advance device through channel, in short increments, until basket sheath exits endoscope." Basket deployment difficulties and buckling of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook memory ii double lumen extraction basket. The memory ii double lumen extraction basket was used for endoscopic stone removal. During stone removal, the basket could open at first attempt, but would not open at [the] second attempt. Another basket was used instead to complete the procedure. There was no reportable information at this time. The device was evaluated on 7/31/2017. It was determined that the drive wire separated from the handle [drive wire breakage].